Event description:
It was reported that during a hysterectomy, the balloon was burst when 3cc water was injected into the balloon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.